Event description:
"In 2007: implantation of the access port on a (B)(6)child. In remission since 2010. Patient lost to follow-up. On (B)(6) 2015: rupture of the catheter during the explantation procedure of the device. The distal tip of the catheter is left in the right internal jugular vein."

Manufacturer narrative:
The evaluation of the explanted device showed no manufacturing defect. This incident is due to an encapsulation of the catheter into the vessel wall. This is known complication of the access port implantation, especially on children.